Event description:
It was reported that the health care provider (hcp) couldn¿t get a hold of the manufacturer representative and needed help knowing how to increase the device. They didn¿t know how to work the clinician programmer and the manufacturer representative always helped. The patient was hospitalized 9 days ago for nausea and vomiting and the patient had no other symptoms. Once the patient was given an IV, they got an infection in their arm and got a fever as a result. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).